Event description:
It was reported that during an indirect decompression spacer implant procedure, the spindle cap on the spacer broke into pieces when inserted into the spinal column with excessive force during the application of the sagittal wiggle. The physician noted the area of implant was narrow and tight with the narrowing of space between bone. The spacer pieces were removed from the patient and a new spacer was successfully implanted. There were no reported patient complications due to the event.